Event description:
The complainant stated that the siderail is not latching.

Manufacturer narrative:
The tech isolated the issue to be siderail latch cover. He found the siderail latch cover was bent due to a bed linen caught in the latching mechanism. He replaced siderail latch cover and the bed functioned properly.